Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker ceramic hip. It was noted that the device is not available for evaluation because it remains implanted in the patient as petient is pending the revision surgery. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Ceramic right hip replacement - shattered.